Manufacturer narrative:
Section g4: manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 14, 2019.

Event description:
Technical services stated that gurgling audio sounded like air and it was not timed to native heart beat (too slow) or the induced pulse, so it was expected to be coming from outside the pump circuit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported noise was confirmed through evaluation of the submitted sound clip; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 5600 rpm, 5700 rpm, and 5800 rpm throughout the log file and operated at or above the low speed limit of 5600 rpm for the duration of the log file. There were no atypical alarms and the controller log files appeared to capture the pump operating as intended. The account stated that the was experiencing a gurgling sound in the vicinity of their pump. The patient was set to undergo a right heart catheterization on (B)(6) 2019. Additional information was requested from the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook caution the patient to call their hospital contact right away if they notice a change in how their pump sounds, feels, or works. Even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 63 days. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient heard ¿gurgling¿ sounds in the vicinity of the pump.